Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was implanted shallow under the skin, causing the patient to experience discomfort from the pocket site. The implanting physician revised the ipg pocket site and placed it deeper in the patient's tissue without complication. There was no report of patient harm or injury. There was no allegation against the device's functionality. The device remains implanted and functional.